Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the 83 year old male patient was on impella rp support and during support, placement signal pressures slowly increasing throughout the day, placement signal went above 200's and flows on impella showed 0.0. Left sided device appears to be getting adequate preload from right side which would indicate device is still functioning properly and there is a differential sensor issue. Motor current values are within normal range and holding steady, and cvp/papi are still being displayed indicating normal fiber optic sensor function. Additionally, the patient had atrial fibrillation (af). The patient was cardioverted. The patient was successfully weaned and explanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. A data log was not provided for this case run. Clinical information revealed placement signal spikes during the case. Motor current values were displayed as 0, and cvp was displayed during the time of the placement signal issue. This issue was confirmed to be related to the dp sensor of the device, which is addressed under the placement signal issue failure mode. The cause of the placement signal issue was not determined since product was not returned and sufficient clinical information was not provided including data log. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. A4 updated. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.